Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to low blood glucose levels. Customer's blood glucose reading at the time of the incident was around 26 to 28 mg/dl. Customer stated that she fell and broke her wrist as a result of her low blood glucose levels. Customer stated that emergency medical technicians (emt) treated her low blood glucose with glucose. Customer stated she was working out and did not lower her basal rate. Product is not being returned or replaced.